Event description:
It was reported that during a percutaneous coronary intervention, the operator experienced a "fault" with the 3.5x12mm quantum maverick monorail balloon catheter. The details of the lesion are unknown. The procedure was completed with another of the same device. The patient had no issues and no complications were reported. Additional information was requested, however, no other information is available. The precise fault could not be established. There may have been either an inflation difficulty or a shaft break.